Event description:
On 08 oct 2008, the office manager reported that during surgery in 2008, the doctor was implanting the ardis implant, and part of it broke. Additional info received at about two months later via telephone, the sales rep reported that on the date of event, the surgeon was attempting to implant an ardis implant unilateral with a straight tamp, and it seemed to be placed to far at the corner. When the surgeon was implanting it, chiseled the pannel marker and broke. The surgeon then explanted the ardis implant, and retrieved all the pieces. The surgeon then replaced it with a new one. There was no surgical delay.

Manufacturer narrative:
Request has been made to obtain the product. Device manufacture date is unk. Eval is pending, upon the return of the product.